Manufacturer narrative:
The event date originally reported was incorrect. Correct date now provided.the suspect tap was evaluated by the manufacturer and the reported event confirmed. As reported, the tip of the instrument is broken out with pieces missing. A new tap was sent to the site for issue resolution.

Manufacturer narrative:
Further investigation results find that per a toxicological risk assessment of a probe composed of the same 17-4h stainless steel as the tap used in this case, "the large margin of safety for these elements indicates that the worst case exposure to the leachables from the 17-4h stainless steel piece left in the vertebral bone is much lower than the tolerance limits of the human beings. Thus, no adverse effects or chemical toxicity are expected from these leachable metals from the stainless steel piece."

Event description:
A doctor reported that while in a spine procedure, a 5.5 tap was damaged. The tip of instrument was broken and a small piece of metal remained inside the l5 vertebra. The splinter of metal was visible in the x-ray picture. The surgeon stated this was not serious and he would leave the fragment. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
Surgeon did not discontinue navigation and completed the procedure as normal. It was not necessary to use another tap. RMA issued. Suspect device has not been returned to manufacturer for evaluation.